Event description:
It was reported that an intraocular lens (iol) was implanted and explanted, wasted. No other information was provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/asked, but not provided. Date of event: unknown/asked, but not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.